Event description:
The pt was undergoing phacoemulsification with iol placement. Upon folding the lens and inserting the lens under the capsularrhexis, the lens then opened with some difficulty and the lens appeared to be cracked and the haptic crimped. The haptic tore the capsular ligament. An anterior vitrectomy was required.